Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. Based on the above, the cause of the issue was presumed to be that the required oxygen flow had exceeded the device capability. Although the issue was not duplicated. The device's sensor board and oxygen module board needs to be replaced to address the issue.